Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty in balloon deflation was confirmed. A query of the complaint-handling database indicated that there have been no similar complaints from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will be addressed per quality system protocol.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: 0.018 terumo, 0.035 terumo; inflation: boston encore 26. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent information was received and reviewed by an abbott specialist which noted six fluoroscopic images from the procedure were sent for review. There was limited information provided in the images and none verified the events of the procedure. There is no evidence of tissue injury or inadequate lesion treatment given the reported device issues. The difficulty with deflation of the balloon cannot be confirmed by the images provided. No additional information was provided.

Event description:
It was reported that using a femoral artery access approach during a procedure of the occluded left superficial femoral artery (sfa), the supera stent was deployed and post-dilatation performed with the 6 mm/100 mm armada 35 balloon dilatation catheter (bdc) at 10 atmosphere for 90 seconds without reported issue. A second 6 mm/40 mm armada 35 bdc was used once at 10 atm for post-dilatation of the distal 20 cm of the stent; however, after the inflation, the balloon could not be deflated for 5 minutes. Eventually, using a non-abbott indeflator under negative pressure, the deflation was very slow and not total but the balloon was retrieved without reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.